Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the detector and panel were replaced to restore functionality. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information that, while in a spinal fusion, ring artifacts displayed on image acquisitions from the imaging system. It was noted that the site used the imaging system for the procedure. The surgeon completed the procedure with the use of the navigation system.

Manufacturer narrative:
The detector panel was returned to the manufacturer for analysis and the issue was confirmed. Functional testing of the panel was performed and the system passed gain calibrations and was able to perform imaging as expected. However, ring artifacts were found in the 3d images. The reported issue was due to the damaged detector panel. If information is provided in the future, a supplemental report will be issued.